Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's wife called to report that the customer passed away after he was in a car accident. The customer lost control while driving and crashed. The wife felt that the death was attributed to the infusion sets that the customer was wearing at the time. Nothing further was reported.